Event description:
On (B)(6) 2011, it was reported that when a device was powered on for a rescue attempt, it reported a service required message. The user then powered off the device. It was reported that the pt had an asystolic rhythm.

Manufacturer narrative:
The end customer reported the device reported a service required message during use. Neither the device nor the electronic history record has been returned to assist with the investigation. Add'l attempts will be made and a f/u MDR will be filed if add'l info becomes available.